Event description:
It was reported that during a fistula procedure, the balloon burst circumferentially at 14-15 atm. The doctor tried to remove the catheter, but the distal tip came off and became lodged inside the patient. The doctor cut into the graft to remove the indwelling piece. The procedure was completed before the reported incident occurred. No further complications were reported.